Manufacturer narrative:
Analysis was normal. No anomalies were found except for damages that are consistent with procedural damage that caused the reported event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure thrombosis was formed inside of the guide wire possibly due guidewire issue. The guidewire was replaced; however, after inserting a new guidewire inside of the lead, it was stuck. The lead and the guidewire were removed. Physician stated that the patient¿s abnormal vein anatomy contributed to the difficulty of the procedure. The procedure was postponed to a later date. The patient was stable.